Manufacturer narrative:
The DHR for the reported device has been reviewed. All records indicate that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time. However, the instruction manual warns users in the during surgery section: ¿do not attempt to coagulate past the serrated section of the jaws. Activate electrosurgical unit via the blue coagulation button on the handle or the blue pedal on the footswitch. Coagulating effect will occur to the tissue between the forceps jaws. Both forceps jaws should be in equal contact with tissue for optimum coagulation. If forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational.¿ if additional information is provided and or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a lavh (laparoscopically assisted vaginal hysterectomy) procedure, multiple re-grasp errors occurred resulting in the patient being converted to an abdominal incision procedure. Full tissue bites were taken on the patient¿s omentum/adhesions when the reported event occurred. The electrosurgical generator was replaced and the surgeon experienced the same issue. A second device was used and the user continued to experience re-grasp errors. The procedure was completed with a different device. As a result of the open procedure, the patient required a longer stay. 2 of 2.